Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Photo provided confirmed the complaint. Without the actual reported devices or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported on (B)(6) 2025 that a needle broke intraoperatively. The needle and all pieces were successfully removed from the site and no patient injury was reported; however, intervention was required.